Manufacturer narrative:
The devic is in transit to the MFR and not rec'd as of 07/12/2010. Once the device is rec'd, we will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that there was leakage at the handle.